Event description:
It was reported that the patient experienced ineffective therapy with the cervical system and one thoracic lead and one cervical lead exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads the allegation is against.

Manufacturer narrative:
Date of event is estimated.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000104548,Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000102291.